Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a replacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's most recent glucose reading was 135mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.